Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Stent damage was identified.

Event description:
Reportable on analysis completed on 10dec2020. Reportable based on analysis findings completed on 09dec2020. It was reported that the stent could not cross the lesion. The target lesion was in a moderately tortuous and calcified left circumflex artery (lcx). The lesion was 36mm in length with a reference diameter of 2.3mm. A synergy stent delivery system was advanced; however, the synergy stent could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed the stent damage.